Event description:
Product would not cross the target lesion and a taxus stent was used to finish the procedure. Upon receipt of the returned product, the hypotube was broken into two pieces. This product is available for testing and eval but the engineering report has not been completed.